Event description:
A us distributor returned a monitor indicating that it would not power on.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As rec'd, the monitor would not power on. Upon eval, the j1 battery connector was intermittent on the computer/analog board. The cause of the intermittent connector is a loose pin (j1-5). The root cause of the loose pin cannot be positively identified. No adverse event resulted from the loose connector pin.